Event description:
Patient was revised to address hip pain resulting from a greater troch fx at level of calcar (transverse fx). Date of fracture unknown. The stem was undersized, although very hard to remove. The patient's acetabular parts were competitor product; the femoral parts were depuy. The primary surgery was the surgeon's first time using anterior approach. Note: the patient had originally been implanted with competitor trauma products due to a car accident. The trauma products were removed on (B)(6) 2009 because of non-union and avn (head died) and the hybrid total hip was implanted.

Manufacturer narrative:
The product associated with this reported event was not returned. A search of the complaint database did not show any other reports against the provided product/lot code combination. The investigation could not draw any conclusions regarding the reported event with the information available, however, it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.